Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section h6: type of investigation.

Manufacturer narrative:
E3: occupation: vet tech. The actual sample was not available. Instead, a reference photo of the actual sample was received. The broken catheter and traces of blood were confirmed on the sample. The defects that may lead to the catheter breakage cannot be confirmed through the photo. Retention samples were visually inspected and found to be free of any catheter damage that could have caused the complaint. The samples underwent a catheter tube and catheter hub fitting force test. All samples met the required specifications. The catheter tube undergoes incoming inspection which includes visual inspection and verification of the certificate of analysis according to the material specification. We received a total of thirty-four (34) complaints from the previous two fiscal years to the present for the same issue, but the cause was not identified as related to our product or manufacturing process. The broken catheter tube was found during the removal process indicating that the device was performed properly. The damage likely occurred during the removal process. There is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. We have routine inspections to check the condition of the products. We perform an outgoing inspection prior to shipment to ensure the overall condition of the catheters. Therefore, our process is assured. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the involved IV catheter broke off into the patient's vein. There was no blood loss. The reported event did not require medical intervention. Additional information was received on 25oct2024: the catheter was no longer feeding, which prompted them to take it out. There was no irregularity observed when the broken catheter was found, other than when it was removed it was noticed that it was broken. A tourniquet was applied after. The broken catheter was surgically removed. The patient had a re-check visit on (B)(6) 2024, and it was fine and walking normally. The patient was originally in for dental procedure.